Event description:
It was reported that the patient sought medical attention for hyperglycemia with blood glucose levels of 30 mmol/l (540 mg/dl) while wearing the pod on their back for between 4 and 24 hours. During this time, the patient experienced vomiting, pain in the shoulders, back, and arms, confusion, blurry vision, and breathing difficulties. They were diagnosed with a mild case of diabetic ketoacidosis (dka) and treated with IV insulin, fluids, adamin, and magnesium. At the time of reporting, the patient remained hospitalized, and the pod had not yet been removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.